Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. No reported adverse impact to the customer¿s blood glucose. Customer's continued to use the pump for insulin therapy.